Manufacturer narrative:
Info reviewed from the valve's device history record and the add'l testing performed through the fer analysis laboratory indicated the valve complied with co's specifications at the time of manufacture. Results of this investigation indicated the cause of the hemolysis remains unknown. However, there were no intrinsic defects in the valve, such as irregularities in the carbon coating or leaflet thickness, which could have caused or contributed to elevation of the pt's ldh levels. This statement is supported by the analysis results, which indicated no surface marks or defects on the leaflets or orifice. The area on the leaflet which was mentioned as appearing to have something adhered to it, was most likely extensively cleaned following explant and prior to the valve being returned for testing. This is supported by the fact that there were no such areas observed during the initial visual examination at 10x magnificiation. The valve's device history record indicated these spots, or areas, were not present on the valve at the time of manufacture and packaging.

Event description:
The pt was experiencing symptoms of hemolysis. Thoracic wall doppler and transesophageal echo performed did not confirm leakage. Reoperation was performed, no leakage was observed. Following explant it appeared as though something was adhered to the leaflet. There was no dificulty closing and opening the valve leaflets. The same size and type valve was then implanted.